Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the head is not connected to the body. After firing the device, the staple line was incomplete and the anvil stayed in the colon. The anvil was removed and another stapler was used successfully. There were no adverse consequences for the patient. (B)(6).